Event description:
It was reported that the pulse generator exhibited intermittent noise reversions. The noise could be reproduced with pocket and device manipulation. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received; analysis was normal.